Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without the requested clinical information, the implantation/revision reports, lab findings, radiographs or the device, the clinical root cause of the reported pain, loosening and an infection cannot be determined. Although it was reported this adverse with was treated with a revision with the removal of the insert, femur, tibia, and patella. The impact to the patient beyond that which has already been reported cannot be determined. Should any additional medical information be provided, this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, post-operative healing issue, abnormal motion over time, bone degeneration, fit/sizing, lack of ingrowth, lifetime of device, joint tightness, material in use, patient reaction and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, after knee replacement surgery with a journey ii bcs system had been performed on (B)(6) 2018, the patient experienced pain, loosening and an infection. This adverse event was treated by a revision surgery on (B)(6) 2021. All four components, insert, femur, tibia, and patella, were explanted. Current health status of patient is unknown.